Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 472 mg/dl. Customer was advised to replace the battery due to flashing red light on the charger. Customer advices the charger flashed green and worked as designed after replacing the battery on the charger.

Manufacturer narrative:
A correction has been made to the report date with updated date of this report.